Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: section a2. Date of birth section a4. Weight of the patient were erroneously left blank and have been updated. Manufacturer¿s reference number: (B)(4). Section a2. Date of birth section a4. Weight of the patient

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent a breast reconstruction with two 610cc mentor memoryshape breast implant and experienced bilateral infections post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.